Event description:
It was reported there was no stimulation and a probable lead dislodgement. Twiddler's syndrome was also reported. A chest x-ray confirmed a dislodgement and also showed a lead fracture. The lead was inactivated. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.